Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional actions were taken by technical support.